Manufacturer narrative:
Per tandem's user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. In addition to the above, do not expose your pump, transmitter, or sensor to: pacemaker/automatic implantable cardioverter defibrillator (aicd) placement or reprogramming, cardiac catheterization, nuclear stress test. You must take off your pump, transmitter, and sensor and leave them outside the procedure room. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump went through a computer tomography (CT) scanner, and subsequently a malfunction occurred. Customer's blood glucose level was 225 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed.